Event description:
It was reported that during hospitalization post implant, patient received several shocks for nsvt. The tachy therapies were not efficient. Patient had irregular arrhythmias and was asymptomatic. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.